Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor was dead and a loaner unit was requested. The dead unit will not be sent in for repair as the vad team does not want it to be repaired.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not being functional was not confirmed. The system monitor (serial number: (B)(6)) was not returned for evaluation; the unit will not be returned for evaluation as the vad team did not request any repairs to be performed, per the reported event. No additional documents or images were provided. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate system monitor was shipped to the customer on 25sep2015. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.